Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. E4 were found in the history list. On (B)(6) 2016 an e4 occurred. On (B)(6) 2016 an e4 occurred again. The e4 on (B)(6) 2016 was not cleared according to the user guide. Thus, the occlusion may have existed, when the customer put the pump back to run mode on (B)(6) 2016. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully with a diagnostic test system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and ketones. The patient's mother took her to the hospital where she received insulin via IV. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.